Event description:
Maude report ((B)(4)) states that, after receiving their total hip, they have experienced pain, discomfort, and inflammation, underwent a closed reduction due to dislocation in 2005, and the next day was underwent revision of the femoral components due to trochanteric fracture (the cup and liner were left in place). In 2011, patient began to develop severe pain in the groin area, and the doctor recommended 2-1/2 months of rest. In 2011, patient underwent blood testing which showed elevated cobalt level, and patient was revised in 2012 to replace the metal liner with a poly liner. Intraoperatively, pseudotumor, metallosis, and metal debris was found. Patient indicates their chromium and cobalt levels are still elevated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.